Manufacturer narrative:
A field service engineer (fse) evaluated the instrument. The fse found that the driver board had failed and caused damage to the brake resistor. The fse replaced the brake resistor and the driver board to resolve the issues and return the instrument to operational status. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported the allegra x-15r centrifuge produced a d4 diagnostic code. No fire, spark or smoke was reported. The fire department was not called and the customer did not require a fire extinguisher. There was no death or serious injury related to this event.

Manufacturer narrative:
After further investigation it was found that the break resistor was not damaged and did not need to be replaced. Only the driver board assembly was replaced to resolve the reported issue. Correction: the cause of the event was updated with new information.